Event description:
Ventilator error zb0119 and zb0117. Rt was called to ICU regarding a vent alarming and reading an unknown error and addressing to change vent. Patient was safely ventilated per ordered settings per rt. However, the screen was unable to be touched to clear alarm or make any changes. Ventilator was switched out by rt. Manufacturer response for ventilator, coviden 980 (per site reporter). Checked the error log and saw two codes generated zb0119 ui heartbeat error and zb0117 ui board communication error. Spoke with technical support and they told me these are gui errors and he asked if I experienced any lockup when running the machine. I didn't experience any lockup. He also asked if any other codes generated prior to that and I didn't see any in the diagnostic log. He suggested I run the ventilator through est and also run with test lung to see if I can duplicate the problem. Reference # (B)(4). Performed sst with test circuit and it passed. Will let ventilator run with test lung for a few hours. Ventilator ran for several hours with test lung and it experienced no errors. Checked diagnostic log for any new codes and didn't see any. Ran est and it passed all testing. Will continue to run ventilator and look for any errors. Checked diagnostic log again and saw zb0178 generated indicating offscreen keys driver event. Spoke with technical support about this and there is no corrective action for this type of code . Ventilator has been running with test lung for several hours and no new codes have been logged. Ventilator ran for several hours and I saw no new error codes logged. Unit returned for service.